Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2017. According to the local representative, the clinic rn wanted to report difficulties with device interrogation. The tablet programmer would identify the device but interrogation was not completed ts was informed that an error message was displayed. After rebooting the tablet programmer, device interrogation was successful.